Manufacturer narrative:
The product was not returned for evaluation. Complaint verified through photographic documentation. Weld broken. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Unit broke at the weld.